Event description:
Procedure: lap assisted hemicolectomy. Reportedly, the firing of the instrument was normal. The instrument was opened with four half revolutions at the handle. When examining the tissue ring it was detected by the surgeon that the aboral tissue ring was missing. At the rectoscopy no staple row could be seen. It was tested with air and the anastomosis appeared to be intact. An x-ray was ordered, however, no determination could be made. The circular staple row was turned inside out transanally, the aboral tissue ring was cut out and the circular staple row was over sewn. A temporary ileostomy was performed.